Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with her sensor glucose levels. Customer's blood glucose level was 107 mg/dl. Troubleshooting was performed and customer was also assisted in changing her settings. Customer stated she had an issue with the transmitter catching onto things. Customer was advised not to use prep under the transmitter. Proper calibration technique was discussed. Customer will not return the insulin pump. No additional information provided.